Manufacturer narrative:
(B)(4). The customer reported that the ac power modules' inlet was pulled out and the wires were broken. There was no report of pt involvement. The ac power module was replaced under warranty which resolved the failure. As of (B)(6) 2011, there have been no further reports of this issue from this customer site.

Event description:
The customer reported that the ac power modules' inlet was pulled out and the wires were broken. There was no report of pt involvement.